Event description:
A 79 yr old female, known diabetic and known case of copd, in respiratory failure and known mechanical ventilatory systems. Doing insertion of a central vein line through the right subclavian approach, a guidewire could not be retrieved and x-ray, eventually disclosed guidewire to be looped within the supraclavicular position. Surgical retrieve advice. Fluoroscopic exam disclosed no further pieces of wire remaining in the body.